Manufacturer narrative:
Information for section a1, a4 were not available. When information becomes available, a supplemental report will be filed. (B)(4).

Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or failure of implant to integrate.